Manufacturer narrative:
During a subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the cutting bur device was used for closing the skull at the end of the surgery. It was further reported that the surgeon put the device on a tray after using. When the surgeon was about to pick up the device to use again, they realized the device was broken on the tray. It was reported that all of the broken fragments were on the tray and there were no fragments inside the patient¿s body. It was further clarified that no fragments remained in the patient after the surgery and the presence of a broken or damaged device in the patient did not result in a re-operation. UDI: (B)(4). Mfg date: device manufacture date: the device manufacture date is unavailable. Lot number: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number was documented as unknown. Upon receipt of additional information, the lot number was identified as k1831158010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the tip of the cutting bur device broke while the surgeon was attempting to close the patient's head. It was reported that all the pieces were retrieved from the patient. It was reported that the event occurred during use on a patient. It was reported that the surgery was completed without causing any harm to the patient. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: correction: lot number and device manufacture date: the device lot number provided by the reporter was incorrect (k1831158010). Therefore, the manufacture date was documented as unknown. The correct lot number was identified as k183115810. The device manufacture date has been updated to jun 27, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The external features of the cutter device were visually inspected and it was observed that the tip of the device was broken. The device was examined and photographed using 28x magnification. Based on the photographs taken, it was determined that the angle showed there was excessive force applied. It was further determined that the root cause of the broken cutter device was due to excessive lateral or side to side force. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.